Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6) product type recharger h3: the product was returned and analysis found recharge antenna failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the controller wouldn't power on today but was on yesterday. Patient stated they charged the controller and implanted neurostimulator to 100% last night and the controller didn't power back on. Agent asked clarifying question and patient mentioned the controller wouldn't come on when the recharger was plugged in. Patient mentioned they usually get good charge quality and sometimes gets error messages/codes. Agent instructed patient to check for damage; no visible damage to the recharger and controller port. Agent walked patient through resetting controller; controller showed in MRI mode and patient was able to exit MRI mode. Controller showed 100% and implant 100%. Agent instructed patient to start a charge session; implant went into passive recharge with numbers 40-75-79. Controller shoed 90% and implant 100% recharging good. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported.